Event description:
Additional information was received. Antibiotic regime changed during hospital stay. Meropenem and fosfomycin were added with removal of cefuroxime, but later the patient was changed to ospexin and rifampicin. The patient had follow-up visit on 2021-05-10. All stitches except one were removed and the patient was instructed to continue antibiotics ospexin (100 mg) and rifampicin (300 mg). Next follow-up was scheduled for 8 days after this follow-up visit. The patient was implanted for huntington's disease.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 3387-28 lot# va28uyz implanted: (B)(6)2021 product type lead product ID 3708695 lot# serial# (B)(6) implanted: (B)(6)2021 product type extension product ID 3708695 serial# (B)(6) implanted: (B)(6)2021 product type extension d2/g5: please note that this device was used in an off-label manner as it was implanted for huntington's disease. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the system was explanted. It was noted the patient was extremely thin with almost non-present sub-bodyfat tissue, and that he was extremely sun-tanned. Skin erosion occurred at the crossing of the lead to connector. The physician stated it was a problem of the connector, including the reduced space connectors, as they were too big, and it led to skin erosion. The leads used were 28 cm which led to a special course of the lead and extension over the convexity of the head. The system was disposed of due to infection. The patient was implanted for huntington's disease.

Manufacturer narrative:
Product ID 3387-28 lot# va28uyz implanted: (B)(6)2021 explanted: (B)(6)2021 product type lead product ID 3708695 serial# (B)(6) implanted: (B)(6)2021 explanted: (B)(6)2021 product type extension product ID 3708695 lot# serial# (B)(6) implanted: (B)(6)2021 explanted: (B)(6)2021 product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient was hospitalized on (B)(6) 2021 due to a renewed wound healing disorder. After inspection of the wound, it was decided to remove the dbs system today. The patient received antibiotics fosfomycin and meropenem both IV.

Event description:
Additional information received indicating the patient was discharged from the hospital on 2021-(B)(6). The oral antibiotics were started and were taken for four weeks. The reimplant was planned for 2021-(B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient was recuperating well subjectively and from a medical perspective on the neurological ward. The patient has been reduced to an antibiotic monotherapy since (B)(6) 2021. The IV was to be converted to oral therapy on (B)(6) 2021.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3387-28, serial/lot #: (B)(4), ubd: 02-sep-2024, UDI#: (B)(4). Product ID: 3708695, serial/lot #: (B)(4), ubd: 19-oct-2024, UDI#: (B)(4). Product ID: 3708695, serial/lot #: (B)(4), ubd: 19-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a wound healing disorder. There was a scratch/small skin lesion next to the connector, with a superficial wound probably due to external factors. A wound revision was performed, and antibiotics were administered. The event resulted in hospitalization.

Event description:
Additional information was received: it was reported that after the surgery on (B)(6) 2021 the patient was hospitalized on neurology ward until (B)(6) 2021 (discharge date). Microbiological examination of the material taken during the surgery showed the wound smear had staphylococcus aureus in the culture. Material from the ins pocket had staphylococcus aureus colonies in the culture. Microscopic there was no bacteria detected. Antibiotics therapy was given and removal of stitches was scheduled for (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.